Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet tmj system right fossa component, small catalog # 24-6562 lot 871990a; unknown screws, catalog#: ni lot#: ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2021-00436.

Event description:
It was reported the patient underwent a tmj due to heterotopic bone forming around previous prosthesis causing pain and limited opening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.